Manufacturer narrative:
.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician did not provide information if he suspected device malfunction. Sc-1132(sn:(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The possibility that electrical leakage could cause discomfort in the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing burning sensation in the hips when stimulation was turned on. The patient underwent an explant procedure and was reportedly doing well.

Event description:
A report was received that the patient was experiencing burning sensation in the hips when stimulation was turned on. The patient underwent an explant procedure and was reportedly doing well.

Event description:
A report was received that the patient was experiencing burning sensation in the hips when stimulation was turned on. The patient underwent an explant procedure and was reportedly doing well.